Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 217 mg/dl. The customer stated that the up and down buttons were not working properly. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to a flattened down arrow button dome switch. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.